Event description:
It was reported that the system had communication errors which intermittently prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. As a precaution, power cord terminals were tightened. The system was tested and found to be working as intended and put back into service.